Event description:
It was reported by repair work order that the caster was cracked around the bearing which could prevent the cot from rolling. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.